Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Based on the evaluation, a tear was observed at the wrapping sheet. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be due defect generated at supplier's site or during transfer to bard. A review of the device labeling has been conducted for investigation purposed. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the patient opened the foley tray package and was about to begin using it, the clinic staff noticed that the packaging paper was torn and discontinued use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the patient opened the foley tray package and was about to begin using it, the clinic staff noticed that the packaging paper was torn and discontinued use.